Event description:
It was reported that the pump constantly shows pressure alarm when system is inserted. There was no reported patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous services in the past 12 months. The customer stated problem confirmed as the cut-off pressure was outside the specification. The downstream occlusion seal will be replaced as a preventative measure. The device shall be submitted for functional and delivery testing.